Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program (ramp up, maintenance, taper) in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total (as reported by clinical staff). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: additional information was received from the reporter indicating that hospital procedure for tpn is a 2 nurse check to verify the ingredients in the delivered bag against the medical record. Once checked the tpn is strung with appropriate tubing/filters and administered per policy. There have been no change to tpn products/supplies, administration process in the past three months. With tpn, baxter clearlink continu-flo solution sets + baxter clearlink non-dehp extension set 16¿ 5.1ml 0.2 micron filter, luer activated valve, male luer lock adapter with retractable collar are used for administration. Additional information: d9, e4, h3, h6, h10, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the even history log was performed even though an event occurrence date was not provided. The last tpn infusion programmed by the user was (B)(6) 2025 starting a rate 41 ml/hr with vtbi 41ml and rate 82/ ml/hr with vtbi 820ml. The infusion ran to completion and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The reported issue was not verified. This may be a result from inaccurate impression of over-infusion related to the multiple infusion rates present in the infusion. Low flow rate at the end results in an exaggeratedly early infusion finish time. Judging over-infusion based on timing can be difficult for this reason and should be based on volume to be infused relative to infused volume. The spectrum's operation manual page 76 contains instructions regarding tpn infusions. Should additional relevant information become available, a supplemental report will be submitted.